Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection observed an external fluid leakage from drain bag. The reported condition was verified. A potential cause of the condition could have been related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage in the drain bag was observed. It was further reported the drain bag was damaged. There was no patient involvement. No additional information is available.